Manufacturer narrative:
E1 - facility name: (B)(6) medical centre. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, d9 date returned to mfg, g3, g6, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the insertion section is broken and light transmission is not given or too low. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.